Manufacturer narrative:
The investigation was based on analysis of the provided photos and written description. It can be confirmed upon evaluation of the photos that an ignition of combustible vapors must have occurred during the event. The damages include the area of flow sensor and expiratory valve at the ventilator as well as the end of the expiratory limb of the patient circuit. The following considerations can be derived therefrom: the flow measurement is based on the technology of hot-wire anemometry - a heated wire is placed into the gas flow and, this results in an exposition to fluids or particles transported with the exhaled breathing gas which may deposit on them and affect the measurement accuracy. To eliminate these effects the device performs a pyrolytic cleaning; the wires are heated up during sensor calibration to remove the deposits. If a combustible liquid or vapor is present in this moment and the vapor pressure is in the range for ignition, an event like reported may occur. The evita 4 does not generate a combustible composition of the breathing gas and, the flow sensor measures in the expiratory branch behind the expiratory valve. Following from that, the only imaginable source for the substance that formed a combustible composition with the breathing gas are residues of disinfection chemicals on the surfaces of the flow sensor itself or of the expiratory valve. The nebulization of medication would also be imaginable as a root cause but this would most likely have left traces over a longer surface area of the expiratory limb of the patient circuit then. Dräger has implemented several countermeasures to reduce the probability of occurrence and to limit the effects. The IFU contains the following passage: ¿warning avoid flammable gases (e. G. Alcohol vapors after disinfection). Flow sensors which have been disinfected in ethanol must be aired for at least 30 minutes.¿ design and positioning of the flow sensor and surrounding parts reduce the likelihood for occurrence of patient harm to an absolute minimum. Between flow sensor and patient are expiratory valve and the expiratory limb of the patient circuit located; the latter equipped with filter and water trap, typically. Directly connected to the flow sensor is the expiratory valve's outlet with its diaphragm, which closes the valve during the inspiration phase. An ignition of residues located in the flow sensor or the expiratory valve would not cause a flame spreading backwards into the hose system, but to the ambient via the nearby outlet. The reason is the limited material to burn, a check valve inside the expiratory valve which directs a gas flow to the outlet and the long, wet hose of the airway system's expiration. Furthermore, the expiratory valve's outlet is designed as a wire mesh. This wire mesh consumes the limited energy of the flame and heats up; the temperature of the gas flowing backwards is limited. The typical point in time when a reprocessed flow sensor will be installed into the ventilator is during the preparation for the next use cycle. The pre-use check procedure includes the flow sensor calibration and pyrolytic cleaning as the initial step. The individual steps of the pre-use check procedure are put in such an order that other steps requiring gas flow thought the pneumatic system come first. This ensures that the flow sensor is flushed with breathing gas already whereby potentially present vapors from disinfectants are washed out before the calibration procedure starts. Dräger finally concludes that the reported event does not incorporate a previously unknown or falsely assessed risk. It can only occur in consequence of use error with other contributing factors present. There are appropriate risk mitigation measures in place to ensure that the likelihood for the occurrence of patient harm is only remote.

Event description:
It was reported that: "fire incident reported on evita 4 edition ventilator after ventilating a patient for 4 days. Customer claimed that the fire was start from a spark at spirolog flow sensor assembly. Nurses immediately put off the fire with extinguisher and removed the patient out from the isolation room. No death and injury report in this incident. "

Event description:
It was reported that: "fire incident reported on evita 4 edition ventilator after ventilating a patient for 4 days. Customer claimed that the fire was start from a spark at spirolog flow sensor assembly. Nurses immediately put off the fire with extinguisher and removed the patient out from the isolation room. No death and injury report in this incident. "

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that: "fire incident reported on evita 4 edition ventilator after ventilating a patient for 4 days. Customer claimed that the fire was start from a spark at spirolog flow sensor assembly. Nurses immediately put off the fire with extinguisher and removed the patient out from the isolation room. No death and injury report in this incident. "